Event description:
Reporter alleged obtaining discrepant blood glucose results of 296 mg/dl back to back with a result of 98 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated she self treated with food; however, no other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.